Event description:
It was reported that patient experienced ineffective therapy. Targeted pain pattern was bilateral low back and hips. Surgical intervention was undertaken wherein the entire scs system was explanted with no complications.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143898 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.